Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 29 mmol/l and 22 mmol/l. The customer was treated with manual injection. The customer was advised to use the bolus wizard to calculate the amount of insulin and use needles to calculate the amount of insulin (7.25). The insulin pump will not be returned for analysis.